Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the recharger cord is coming out of the paddle. Patient stated they started to have trouble with recharging the implant about a month ago and then it will work and last night they could not charge at all; getting message can't find ins, looking for ins. Patient stated they noticed the cord is coming out of the paddle today when they were talking to rep about the issue. Patient mentioned she was in a car accident last week and was speaking with rep about it. The pt was asked if the recharger (rtm) gets hot and patient stated the recharger (rtm) get very hot when recharging the ins and sometime she have to take a shower, but she maybe going through menopaused. The issue was not resolved. An email was sent to the repair department to replace the recharger device. No symptoms were reported. Additional information was received from a patient (pt). Pt called back reiterating information as documented in this case. Pt confirmed that they received the replacement recharger (rtm), however the issue was not resolved as the controller would get stuck spinning on checking the recharger when trying to recharge the ins and would not progress to another screen. Pt mentioned that they were rear-ended in a car accident last wednesday and that it felt like the device itself had moved. Pt stated that they didn't know if there was a problem with the leads or not, but that their legs still tingled like the ins was working. Pt stated that now however the ins was completely dead since they haven't been able to recharge their ins. Pt stated that they reset the controller and did everything else that the rep said to do, however the controller was still stuck spinning on checking the recharger even after about ten minutes. Pt noted that the controller was charged to 100%. Pt stated that last week, the manufacturer representative (rep) said that they would have to reprogram the ins at healthcare provider's (hcp) office, however now the rep told the pt to call patient services (pss) for resolution and then call them back if the issue wasn't resolved. Pss had the pt hold the rtm paddle about an arms length away to try and force the device into passive recharge mode, however pt stated that the controller was still stuck spinning on checking the recharger. Pss had the pt reset the controller; pt stated that no device found then displayed; pss reviewed with the pt that this was because the ins was depleted. Pss had the pt connect the rtm to the controller and select recharge on no device found, however pt stated that the controller got stuck spinning again on checking the recharger. Pt stated during the call that their back was in a lot of pain. A replacement controller was sent out to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6) ; product type recharger b3. Date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.